Event description:
The patient's mother reported that since the patient's replacement surgery a week prior, the patient had not been acting herself. She had not been eating/drinking at baseline and her activity level was not at baseline either. She was not getting up out of bed. The surgeon wondered if the antibiotics prescribed for possible infection (see MFR report # 1644487-2021-00002) was causing her change in behavior and advised patient to not take the last does. However, the patient's mother declined this advice. An update was received that the patient was eating at 50% baseline, drinking enough to stay hydrated, and would get out of bed but stays on the couch all day. The patient had two back to back seizures that were much longer than her seizures in the past. No further relevant information has been received to date. Mom has not received the final culture results and is unclear what bacteria was causing the infection and if it was adequately treated with the antibiotic course she took. I plan to follow up with dr. Johnson today, so please let me know what questions you have for her.